Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the ¿insertion¿ tool referred to was the lead anchor support clip. The locking engagement was loose and unstable. It was unclear if a new lead was used or if only the support clip was replaced. The procedure was successfully completed.

Manufacturer narrative:
Product ID neu_stimloc_acc, product type accessory. Analysis of the lead found no anomalies. The lead was returned new and in sterile tray, only a visual inspection was performed. Analysis of the support clip found no anomalies.

Event description:
It was reported that the during the implant procedure to implant the lead component of the implantable neurostimulator (ins), it was observed that the insertion tool for the locking device was locked the notch but the fixation was noted as still ¿loose¿. A new lead was then used and the procedure was successfully completed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.